Event description:
Reportedly, the pt experienced bleeding due to poor clip formation. Bleeding occurred on the cystic artery. The poorly formed clip was removed and another clip was used to control and stop the bleeding. Procedure: lap chole.